Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 500 mg/dl. Customer was treated with insulin pen. Customer had blood glucose level of 178 mg/dl. Customer was using auto mode. Customer did not allege insulin pump for under delivering. Customer stated that there was no air bubbles and leak. Customer stated that the cannula was bent. Customer did displacement test and customer declined result. The insulin pump will not be returned for analysis

Manufacturer narrative:
(B)(4). The product code information provided with initial report was incorrect. The correct information has been provided in this report.